Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst in the process of inflating the device. The procedure was completed with another of the same device. The patient was fine and was in excellent condition.

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst in the process of inflating the device. The procedure was completed with another of the same device. The patient was fine and was in excellent condition. It was further reported that the target lesion was 100% stenosed and severely calcified.